Event description:
It was reported to boston scientific corporation in 2009, that a rf 2000 radiofrequency generator was used during a radio frequency ablation (rfa) procedure of the liver performed in 2009. According to the complainant, when the physician turned on the rfa generator, error "e90" appeared. The physician turned the generator off and on again. The same error message was noted. The procedure was completed with a different device (manufacturer unknown). There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "stable".

Manufacturer narrative:
The complainant was unable to provide the suspect upn and the device lot number; therefore, the device manufacture and expiration dates are unknown. Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.